Manufacturer narrative:
Patient was administered oral antibiotics at the time of implant as a standard prophylactic treatment and given additional antibiotics approximately 3 weeks after the implant procedure. No cultures were taken and thus no lab results are available to the firm to confirm the presence or type of infection. The firm is unable to come to any conclusion as to the source of the infection based on the information available. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On (B)(6) 2024, the patient notified the medical clinic that one of the surgical incision sites had some drainage and the extremity where the implant was placed was swollen and it was painful to walk. On (B)(6) 2024, the patient was seen in the medical clinic and the physician diagnosed infection at the incision site based on visual assessment. Patient was prescribed additional antibiotics at that time. On (B)(6) 2024, a full system explant was performed due to suspected infection.